Event description:
The male pt received two cypher select plus stents in the mid left anterior descending (lad). The report received indicates that approximately 30 days post index procedure, the target lesion was reported as being 95-99% occluded with in-stent restenosis during a planned staged procedure to treat a new lesion in the proximal circumflex.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report #9616099-2008-00567. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.